Event description:
Litigation papers allege the patient was revised to address discomfort, pain, and soreness, which in turn negatively affected the patients ability to walk, move, and rise from a chair. He was found to have elevated cobalt levels. It was further alleged that during the revision surgery, the surgeon discovered gross evidence of metalosis and the acetabular component was discovered to be not ingrown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Device not returned to mfg.

Manufacturer narrative:
Update: (B)(6) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. As gross metallosis was found upon revision, metal shedding debris will be reported. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.